Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 460cc saline breast prosthesis that deflated after implantation. The patient observed that her right breast prosthesis was leaking and looked different. Deflation of the right breast prosthesis was later diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 30-nov-2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo explantation on (B)(6) 2021. New information received states that the explantation date has been rescheduled for (B)(6) 2021. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the patient underwent bilateral explantation on (B)(6) 2021, and both breast prostheses were removed intact. Block b1 is product problem no longer applies to this report, nor does block h6 medical device problem code a0412 ¿material rupture¿. The patient was diagnosed with breast ptosis. On (B)(6) 2021, mentor received additional information about the event. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 560cc gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).